Manufacturer narrative:
The device history record review has been completed and all manufacturing inspections passed with no non-conformances.

Manufacturer narrative:
The device has been requested to be returned but has not yet arrived. Once it arrives and the product evaluation has been completed a supplemental report will be submitted with the findings. As there is no lot number available, a device history record review cannot be completed.

Event description:
It was reported that the swan ganz pacing catheter did not pace, during patient use. It occurred right after insertion into the patient that the clinicians found that it did not pace. When this suspect pacing catheter was replaced with a different pacing catheter, then the issue was resolved. The lot number is unknown. There is no allegation of patient injury.

Manufacturer narrative:
The device was returned and the product evaluation completed. The lot number was able to be located. The device history record review is pending. Once the results are available, they will be submitted in a supplemental submission. Continuity testing was performed on the device and it was found that there was a short condition between the proximal and distal circuits in the y adapter. No open or short condition was observed in the lead wires between the distal side of the y adapter and the electrodes. The balloon was inflated clear and concentric and remained inflated for five minutes without leakage. There was no visible damage identified from the balloon, windings, catheter body and the syringe. The reported issue of device will not pace was confirmed. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to this complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The instruction for use provides direction for preparation techniques and insertion procedure steps as a guideline and an aid for the physician. A precaution is given to avoid forceful wiping or stretching of the catheter during testing and cleaning so as not to break the electrode wire circuitry. Proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires; care should be taken when handling the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.